Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (intraprocedural) associated with the slda appears to be due to challenging patient anatomy (calcified leaflets). The reported image resolution poor was associated with visualization difficulties. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a singe leaflet device attachment requiring intervention. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed anterior mitral leaflet (aml), 8 mm posterior mitral leaflet (pml), and calcification on the leaflets. During a mitraclip procedure, the first clip was an xtw. It was noted that visualizing the clip was difficult due to the patient's anatomy and the imaging quality. A single leaflet device attachment (slda) occurred with the xtw, and the clip was detached from the pml. Two additional clips were required to stabilized the slda: an xtw medial, and an xt lateral to the slda. The mr was reduced to grade 2. Per the physician, the slda was due to the pre-existing patient anatomy. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.